Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A piece of what appeared to be mesh was received for evaluation. Examination of the returned piece noted dry blood throughout the mesh and the mesh appeared stretched into a narrow form. Suture type material appeared to be attached to one end. Microscopic examination of the piece revealed one end to be irregular, indicating stress may have been exerted. As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The contract manufacturer was notified of the complaint. Based on examination of the returned piece of mesh, one end appeared to be irregular indicating excess stress may have been placed on the mesh. The mesh also appeared stretched into a narrow form. Quality is unable to confirm what may have resulted in the irregular end or narrowing of the mesh as only a partial piece of the mesh was removed.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced reoccurrence of prolapse about one year after surgery. It was reported there was no device malfunction. The device was explanted and was damaged (cut at sacral tail) to facilitate explant. The device was not replaced.